Event description:
It was reported that the customer had a blood glucose level of 450 mg/dl. The customer stated her health care provider advised her to raise her basal settings. Standard troubleshooting was performed. The customer was advised to change her infusion set, reservoir, and insulin. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).